Event description:
It was reported that the right ventricular lead had low, out-of-range pace impedance measurements of less than 200 ohms and high pacing thresholds. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).